Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 using bd max¿ system, bd max¿ instrument the customer received false positive results. The customer claims that the false positives may be due to contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the 3 bd max of the (B)(6) are probably contaminated because since last week they all give false pos in covid test."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Through remote assistance, service consulted with the customer on decontamination protocols and suggested cleaning in order to resolve the issue. Review of device history record for instrument mx0057 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 20oct2011. Review of service history for this device revealed no prior event related to this failure mode. No samples were expected to be returned for investigation, therefore returned sample analysis is not performed. Complaint is unconfirmed as this issue alluded to environmental contamination and was not due to an instrument issue. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is lack of treatment, worsening of patient illness, possible spread of disease via document (B)(4), revision 22, line sw108.

Event description:
It was reported that while testing for sars-cov-2 using bd max¿ system, bd max¿ instrument the customer received false positive results. The customer claims that the false positives may be due to contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the 3 bd max of the chu of saint etienne are probably contaminated because since last week they all give false pos in covid test."